Event description:
As reported to medtronic ers, hospital staff report a device that intermittently will not power on when the on key is pressed. Medtronic received no report of device failure on a patient.

Manufacturer narrative:
Medtronic continues to evaluate the reported malfunction.